Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was missing from the clevis. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument used during this reported event. The reported complaint that the cable broke does not itself constitute a reportable event. This failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the cable on the small grasping retractor instrument broke while the instrument was holding the stomach. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.